Event description:
T-handle does not hold reamer.

Manufacturer narrative:
Additional narrative: examination of the submitted instrument confirmed the attachment end is damaged/stripped and non-functional. Visual examination found wear on the attachment end and areas of deformation. The root cause is attributed to product wear from normal use and servicing. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.